Manufacturer narrative:
The catheter failed to pull back; the pim jaws opened after ~5 mm, producing repeated frames and red frames from stretch and rotational instability. Returned-unit testing showed no defects. Oct log review confirmed the complaint.

Event description:
¿Case 4¿ the first pre-intervention pullback was good. Post-intervention, the catheter was kinked during re-advancing and the catheter was replaced. The second catheter did not pull back (pim jaws let go; stretch and rotational instability are visible in the images, resulting in red frames, too). This was an lcx without any tortuosity. The catheter that showed issues was retrieved. This report is specifically for the catheter that did not pullback.